Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings: on examination, the battery compartment and battery cap were noted to be intact without damage. The battery cap was able to maintain electrical connection when secured on the pump. When attempting to power on the pump, the pump emitted auditory alerts; however, the display screen remained blank. The pump did not emit vibratory alert. The black box data and download history was unable to be downloaded during investigation. On examination, the display screen was intact without damage. The pump was opened for investigation and revealed moisture corrosion present on the power circuit and the printed circuit board and its components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).